Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in hospital with a pocket hematoma. The pocket was evacuated but an infection developed and the right ventricular and right atrial lead had dislodged. On (B)(6) 2017, the implantable cardioverter defibrillator and leads were explanted. Patient was stable before, during, and after the procedure.